Event description:
This event was reported as severe mitral regurgitation, with myxomatous changes in the leaflets, atrial fibrillation/flutter, congestive heart failure, hypertension, palpitations, chest pain, fatigue, dizziness and light-headedness; no further info was provided.